Event description:
It was reported that non-sustained lead noise was observed during follow-up. The issue only occurred once. No setting changes were made and no remote monitoring. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.